Event description:
High pressure / flow rate. It won't hold pressure or desired pressure, the unit has a much higher pressure causing the fluid from the pump to spray all over. Poc is (B) (6) called in by sales rep.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There are 12 event(s) associated with this event type (malfunction) and product code (B) (4).